Event description:
(B)(4). Essure was implanted in (B)(6) of 2013. Since then I have gained weight and am unable to lose, even with strict exercize and diet. Diagnosed with high blood pressure. Ovary pains. Missed/irregular periods and cystic acne.